Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). Device evaluated by manufacturer: an innova self-expanding stent delivery system was returned and the outer sheath, middle shaft and the remainder of the device were checked for damage. The shaft showed a kink at the nosecone. No additional damage was noticed. The stent was returned inside the device and it was inadvertently partially deployed approximately 12.5mm from the marker band. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device pertaining to the inadvertently deployed stent was consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. The target lesion was located in moderately calcified and mildly tortuous superficial femoral artery (sfa). A 6x100x130 innova¿ was introduced via a contralateral approach. Resistance was felt during advancement inside the 6f non bsc introducer sheath and the innova¿ was unable to pass through the sheath. During removal it was noticed that the innova¿ stent was slightly deployed. The procedure was completed with a different device and no patient complications were reported.